Event description:
It was reported as part of a clinical study that after a da vinci-assisted radical nephrectomy, a large amount of sanguineous drainage was noted in the patient¿s jp drain. The patient received a blood transfusion of two units of packed red blood cells (prbc). The patient¿s condition improved on post-operative day (pod) #1; however, the patient¿s potassium and creatine was elevated. The patient received a nephrology consult. On pod #1, the catheter was removed, she underwent a void trial, and the jp drain was removed. The patient creatinine levels became stable, and the potassium levels began to decrease on pod #2 and #3. The patient was cleared for discharge to home on pod #3. Per the study coordinator from the site, the surgeon indicated on the adverse event form that the adverse event was not related to any fault of the da vinci surgical system or device.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported event. This complaint is being reported due to the following conclusion: after a da vinci-assisted radical nephrectomy, it was observed that a large amount of sanguineous drainage was noted in the patient¿s jp drain. The patient received a blood transfusion and the patient¿s condition improved. The patient experienced changes in creatine and potassium level but showed improvement and was subsequently discharged on pod #3. Although the surgeon indicated that the adverse event was unrelated to the device, the cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.